Event description:
The pt reported that over 6 months ago, she was using this infusion device and experiencing higher than normal blood glucose reading (300 mg/dl). The pt had symptoms of extreme thirst and rapid heartbeat. The pt's normal blood glucose is below 150 mg/dl. To troubleshoot, the pt tried removing and replacing all infusion device accessories and her infusion site but nothing semed to help her elevated blood glucose. The pt switched to her back-up infusion device and administered a bolus. The pt's blood glucose returned to normal. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.